Manufacturer narrative:
(B) (4).

Event description:
The pt had a revision done due to tilting. Following the revision, the pt was not getting coupling bars during recharging. The pt had pain at the revision site. It was recommended that they allow the revision site to heal before attempting recharging. By (B) (6) 2010, the pt was able to get 4 coupling bars during recharging while lying on her back. No further action was planned at the time.